Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part no.: 03.010.523, lot no.: 8751016, manufacturing location: bettlach, release to warehouse date: 24.feb.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. H3, h6: a product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. An insertion handle was returned as a concomitant device without an alleged complaint condition as the broken off threaded tip remains lodged inside the insertion handle. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Drawing/specification review: the relevant drawings were reviewed during investigation and no design issues were noted. The 03.010.523 driving cap is a reusable instrument routinely used in the titanium cannulated tibial nails system and femoral recon nail system to aid in nail insertion. Dimensional inspection: dimensional inspection conducted at cq at the region proximal to breakage measured that falls within the specification of per relevant drawing. Material analysis: the material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. This complaint is confirmed. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal tip of the complaint device was observed to be broken off and found stuck in handle , thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concommitant devices reported: unknown guide wire (part # unknown, lot # unknown, quantity 1); unknown ball tip guide wire (part # unknown, lot # unknown, quantity 1), unknown flexible reamer (part # unknown, lot # unknown, quantity 1), unknown nail (part # unknown, lot # unknown, quantity 1), unknown mallet (part # unknown, lot # unknown, quantity 1), unknown screws (part # unknown, lot # unknown, quantity unknown), radiolucent insertion handle (part # 03.010.486, lot # 8703570, quantity 1).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a patient underwent a repair of midshart femur with an adolescent lateral entry nail. An unknown guide wire was utilized to gain entry point to the greater trochanter. A 13mm opening reamer was used to gain access to the femoral canal and a 2.5mm ball tip guide wire was inserted into the canal. The flexible reamers were used to ream the canal, and a 8.2mm adolescent lateral entry nail was chosen. The nail was attached to radiolucent aiming arm and driving cap was screwed onto the radiolucent aiming arm. The surgeon manually inserted the nail over the ball tip guide wire until resistance was met. The surgeon proceeded to insert the nail with mallet strikes to the driving cap. After five strikes, the driving cap broke off at the insertion point to the radiolucent insertion handle leaving threaded portion of the driving cap in the insertion handle. Surgeon was able to manually hold the driving cap in the radiolucent insertion handle and fully set the nail. Both the proximal and distal screws were placed correctly. The procedure was successfully completed with no adverse event to the patient. Concomitant medical products reported: unknown guide wire (part # unknown, lot # unknown, quantity 1). Unknown ball tip guide wire (part # unknown, lot # unknown, quantity 1). Unknown flexible reamer (part # unknown, lot # unknown, quantity 1) . Unknown nail (part # unknown, lot # unknown, quantity 1). Unknown mallet (part # unknown, lot # unknown, quantity 1). Unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).